Manufacturer narrative:
Evaluation: smiths medical has received this sample and forwarded it to the manufacturing site for investigation. Upon completion of the investigation a follow-up report will be submitted.